Event description:
During a supraventricular tachycardia procedure, blood was leaking from the tail of the introducer, and the locked strip could not prevent blood from flowing out. The introducer was exchanged and the procedure completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.